Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be torn. A leak test was conducted successfully and a leak was observed. Because the cause and timing of the observed soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.3 hardware: iphone15.4 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 487 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed. The device was originally alleged to be leaking.